Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented for a mitraclip procedure. During the preparation, while applying the stopcock, it was twisted and the 3-way stopcock and the flush port has broken off. Device was replaced and continued the procedure. There were no adverse patient effects or clinically significant delays reported.